Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qbbmrt, and no non-conformances were identified additional information was requested and the following was obtained: what is the alert date? 1/19/2021. What is the procedure/event date? (B)(6) 2021.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many devices presented the issue of suture breakage during this single procedure? Not exactly but, over 10 cases. How was the procedure completed? Used alternative one. Procedure name and date? CABG (B)(6) 2021 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The alert date in the file is 1/18/2021. The event date in the file is 1/18/2021. The additional information states the procedure date is 1/19/2021. Please clarify the following: what is the alert date? What is the procedure/event date? Note: events reported in 2210968-2021-01217, 2210968-2021-01218, 2210968-2021-01219, 2210968-2021-01220, 2210968-2021-01221, 2210968-2021-01222, 2210968-2021-01223, 2210968-2021-01225, and 2210968-2021-01226 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG in (B)(6) 2021 and suture was used. During the procedure, the suture broke when the surgeon was doing ligation. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.